Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that during a surgical procedure for an inner-trochanteric fracture with a short trochanteric fixation nail (tfn) that there was difficulty passing the 4.0mm drill bit through distal hole in the nail. The targeting device, construct, was not lining up with the distal locking option in the nail. The surgeon eventually used a free hand technique to drill the distal locking hole and insert the 5.0mm locking screw. The patient status was not affected and the outcome was positive. This report is on the trocar. This is 3 of 6 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative: the product development event evaluation showed six parts 1) 130 deg aiming arm f/trochanteric fixation nails (part 357.633), 2) 11.0mm/8.0mm protection sleeve 153mm (part 357.386), 3) 4.0mm trocar 176mm (part 357.387), 4) 8.0mm/4.0mm drill sleeve 164mm (part 357.389), 5) cannulated connecting screw f/trochanteric fixation nails (part 357.397), 6) insertion handle f/trochanteric fixation nails (part 357.411) were received for evaluation with complaint category misalignment. It was reported that during a surgical procedure for an inner-trochanteric fracture with a short trochanteric fixation nail (tfn) that there was difficulty passing the 4.0mm drill bit through distal aiming hole in the nail. The targeting device was not lining up with the distal locking option in the nail. The surgeon eventually used a free hand technique to drill the distal locking hole and insert the 5.0mm locking screw. Product drawing sheet 351 366 rev d was reviewed during this evaluation. The aiming arm body (part 357.366) was fabricated from 60601-t6 al (alternate (B)(4)). The aiming arm body was anodized per (B)(4) dyed black h3lw with ptfe per ams 2482. The design has been found to be adequate for the intended use and did not contribute to the effects noted in this complaint. The misalignment event date is listed in the complaint as 8/29/13. No patient anthropomorphic data was included in the complaint that could be helpful in establishing a contributing factor to the misalignment. An inspection of the aiming arm reveals slight edge abrasions to the black anodization coating on every edge. An inspection of the interior of the distal hole reveals nothing remarkable other than the interior of the distal aiming hole appears pristine. The proximal aiming hole was inspected and found to have anodization wear marks and slight scarring to the al body at the inferior distal end of the proximal aiming hole. The interior is unremarkable. Both ends are unremarkable. The sleeve was inspected and found to be near pristine condition. Very slight scratches are noted on the outside of the sleeve and the finish is bright. The interior is unremarkable. Both ends are unremarkable. The 176mm trocar obturator (trocar) was inspected and observed to be in pristine condition with no remarkable use marks. The finish is bright. A slight bend is noted in the shaft, however this is provided in manufacturing for the purpose of stable positioning during normal use. The tip upon positioning for use is centered and unremarkable. The handle was inspected and found to have damage at the hammer guide track consistent with normal use of a free hammer and impacts for seating a nail. The finish was medium bright with slight scratches. The returned parts were reassembled by the investigating engineer using a sample short nail (part 456.318.1) and actuated for a functional check. The parts reassembled with ease and the drill guide was inserted into the distal aiming hole and removed with ease numerous times and with no difficulty at any time in achieving a proper alignment with the substituted short nail. The misalignment noted in the complaint could not be replicated with the returned parts. There are (B)(4) complaints for this device resulting in misalignment due to difficulty passing the 4.0mm drill bit through distal hole in the nail. Approximately (B)(4) synthes aiming arms have been distributed in the us since 2006 which results in an estimated complaint rate of < 1: 100 based on u. S. Sales. The misalignment cannot be replicated on the returned parts, therefore, this complaint is considered to be invalid from the design perspective.